Event description:
New information received notes that the right ventricular (rv) lead also exhibited pacing inhibition due to the noise over-sensing. It was also noted that the rv lead had fractured. The rv lead was capped and replaced on (B)(6) 2024. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made to deactivate lead sensing. Patient condition was stable.